Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between june 25-27, 2023. H11: the actual device and a video of the sample were provided for evaluation. Visual inspection was performed on the returned sample and a small pin hole size puncture hole or cut on the lower left side edge of bag was identified. Visual inspection of the video sample confirmed a small leak on the lower left edge of the eva lay-flat. Functional testing was performed on the sample and a leak on the lower left edge was identified. The reported condition was verified. The cause of the hole/cut could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from an unspecified location. This was observed during use in the mixing center. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.